Event description:
It was reported that log review requests were submitted for the patients heartmate 3. Upon review, tech services reported that there appeared to be two low flow events recorded, and that no other unusual events were observed. It was reported that the patient was admitted for gastrointestinal bleeding (gi bleed). Additional information reported that the patient had experienced melena and had supratherapeutic international normalized ratio (inr) over 4. An esophagogastroduodenoscopy (egd) and colonoscopy were conducted. Diverticulosis was revealed; however no acute source of bleeding was identified. H. Pylori test was negative. Patient received blood transfusion, held aspirin, and was placed on proton pump inhibitors (ppis). The patient was also implanted with a cardiomems hf system. The event was reported to be resolved by the healthcare professional, and the patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of gastrointestinal bleeding could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event log files collectively contained events from (B)(6) 2026 through (B)(6) 2026, per the timestamps. Intermittent low flow hazard alarms were captured on (B)(6) 2026. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.